Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The pump hade a volume discrepancy. The expected reservoir volume was 4 mls; the actual volume was 17 mls. It was an old pump; it did not show an alarm or a battery alarm date. The pump was replaced. The pt was doing "ok" after the replacement. The type of medication, concentration, and daily dose being administered via the pump were not reported; the pump was used for intrathecal spasticity therapy. There was no pt injury.